Event description:
It was reported that post stent placement procedure in an occluded right sfa, the patient came back with alleged leg pain in the right limb. It was further reported that an angiogram identified a stent fracture. Balloon dilatation was performed to apose the fractured stent to the vessel wall, but a spiral fracture allegedly remains present and implanted in the patient. It was further reported that good flow was not demonstrated therefore a drug treatment was administered. The patient was reported to be stable and was discharged from the hospital.

Manufacturer narrative:
Manufacturing review: a lot number was not provided. Therefore, the lot records could not be reviewed to identify possible manufacturing related issues. However, no relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: one x-ray video file and four different x-ray jpg files were provided for evaluation. Based on the evaluation of the provided media the reported fracture could not be confirmed. A stent with twisted areas is visible; however, it was concluded that the stent addressed in this record is not affected. Therefore the investigation will be closed with inconclusive result. An indication for a manufacturing related issue could not be identified. Based on the information available a definite root cause for the reported event could not be identified. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU closely describes the stent placement by stating: 'confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' The IFU also mentions balloon pre and post dilation: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately six months post four-stent placement in the right sfa from distal to proximal, the patient was admitted to the hospital for right lower limb pain and was given anti-platelet therapy. An angiograph allegedly demonstrated a fractured stent. After balloon dilation, allegedly the stent remained fractured. The patient was reported to be stable and discharged from the hospital.